Event description:
It was reported that the ventilator generated alarm indicating a high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer and according to the received service report there was no issues with the device. It was further informed that no malfunction was found and no technical error codes were found in the device logs. Pre-use check was performed and all tests passed. No parts have been replaced and returned for investigation. The cause to the reported issue has not been established.

Event description:
Manufacturer ref#: (B)(4).